Manufacturer narrative:
Analysis of the lead model 3778-75 serial unknown found no anomaly. Continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
Lead model 3778-75, lot# unknown, implanted: 2012-(B)(6), explanted: na; lead model 3778-75, lot# unknown, implanted: 2012-(B)(6), explanted: na. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that two octad leads were placed for test stimulation. Good stimulation was confirmed for one lead, but the other lead did not provide stimulation even when the output was set to over 7.0 volts. When the doctor tried transverse stimulation the patient felt intermittent stimulation. A telemetry check showed impedance over 10,000 ohms at contacts 3, 4, 5, and 15. The lead that did not provide stimulation was returned to the manufacturer. It was not known if it was replaced with another lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a third lead was implanted and remained implanted. No health hazards were reported.